Event description:
It was reported that a thermal ablation procedure was performed during 2002. The patient has been amenorrheic since the surgery but has been having cyclic pelvic pain. An ultrasound revealed a fluid collection on the endometrial cavity. The physician has diagnosed hematometra. A hysterectomy was performed.